Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. The sample terminated between the 42cm and43cm depth markings. Usage residues were evident throughout the sample. A partially circumferential split was observed just distal of the molded joint. The molded joint exhibited curved shape memory near the split site. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. Microscopic inspection of the split revealed irregular and granular fracture features. Discoloration and circumferentially aligned impressions were observed in the vicinity of the split. The split characteristics and surrounding features were consistent with damage initiation and propagation through material fatigue. Material fatigue occurs due to repetitive stress. The location of the damage suggested that catheter securement/maintenance may have contributed. The material discoloration suggested that chemical exposure may have contributed to the observed damage. A lot history review (lhr) of rebr0924 showed no other similar product complaint(s) from this lot number.

Event description:
The patient came to the department and they discovered that the PICC was broken. It has broken just next to the suturewings and it was leaking.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebr0924 showed no other similar product complaint(s) from this lot number.

Event description:
The patient came to the department and they discovered that the PICC was broken. It has broken just next to the suturewings and it was leaking.